Manufacturer narrative:
Additional information was provided in h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company haptics adhering to the posterior optic surface following delivery with the autonome device. Corrective action preventive action (CAPA) was initiated to address this issue. Product referenced in this complaint has been manufactured prior to the implementation of the CAPA actions. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens leading haptic was stuck to the underside of the optic which was difficult to fix after the lens was in the bag. Additional information has been requested.